Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's bolus wizard was not calculating properly. The estimated value was not correct. The bolus wizard estimate was too high. Customer's blood glucose level was 194 mg/dl. The food bolus was incorrect. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard. The insulin pump received with cracked reservoir tube lip.